Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with lumbar spondylosis with mechanical-type back pain and left-sided radiculopathy and underwent the following procedures: bilateral decompressive lumbar laminectomy of l4, l5 and s1. Bilateral foraminotomies at l4, l5 and s1. Radical facetectomies, left-sided, l4-5 and l5-s1(grill procedure). Radical diskectomies, l4-5 and l5-s1. Transforaminal lumbar inter-body fusion with machined peek graft, autograft, and bone morphogenic protein. Bilateral pedicle screw fixation, l4, l5 and s1. Posterolateral fusion with harvested autograft, l4, l5 and s1. Use of electromyogram (emg), bilateral lower extremities and sphincters. Use of intraoperative fluoroscopy. As per-op notes, "...the interbody cage device graft that measured 8*22 mm was inserted at l5-s1. This was packed with bone morphogenic protein and some morselized bone, and prior to inserting the graft, another piece of bone morphogenic protein was placed that was wrapped in harvested autograft and countersunk into the disk space followed by the graft..." Patient alleges unspecified injury due to the use of rhbmp-2.